Event description:
During a craniotomy, it was thought that the transitional member was tight after the surgical incision was made, the mayfield shifted. The transitional member was not properly fitted to the swivel adaptor and it caused it to shift while in use. There was no pt injury. It was then decided that the surgical incision will be closed and the surgery will be performed at a later date. The nurse educator examined the transitional member and it was found to be warped inside. It was reported that the surgery was performed a couple of days later and there were no known issues that occurred during that surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based upon the reported info.